Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Part number; batch/lot number was not provided, hence, specific device identification remains incomplete at this stage. Hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
It was reported to hamilton medical ag that: "after an initial test of the mechanical ventilator, which was ok, the patient was ventilated and then transported to the operating room. After surgery and reconnection to the transport mechanical ventilator, the latter no longer ventilated the patient. The same problem with respiratory system obstruction occurred when connecting the breathing tube to the ¿artificial lung.¿ the service technician was notified of the problem and inspected the transport mechanical ventilator¿the device was ok¿and the supplier of hamilton breathing tubes." No patient harm or adverse health impact was reported. In response to the issue, the ventilator and, or the breathing circuit set was replaced.